Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot#: va13xcf, implanted: (B)(6) 2016, product type: lead, product ID: 3387s-40, lot#: va14ffq , implanted: (B)(6) 2016, product type: lead, product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2016, product type: extension, product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2016, product type: extension, product ID: 37601, serial#: (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 16-nov-2018, UDI#: (B)(4) ; product ID: 3387s-40, serial/lot #: (B)(4), ubd: 17-dec-2018, UDI#: (B)(4) ; product ID: 3708660, serial/lot #: (B)(4), ubd: 27-feb-2020, UDI#: (B)(4) ; product ID: 3708660, serial/lot #: (B)(4), ubd: 27-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for dystonia, movement disorders. It was reported that during pre-op for routine battery replacement they ran impedances and the results were out of normal range on bilateral lead on the right battery side. There were no signs or symptoms, or loss of efficacy reported by the caregiver. With normal pre-op testing high impedances noting with the right battery only. Therapy impedances were out of normal range. They re-interrogated and impedances resulted the same. The rep contacted the doctor to find out if it was a known issue and they confirmed that it was a known issue. The results were reported to the doctor prior to surgery. The doctor proceeded with bilateral replacement. Intra-op impedances remained out of normal range consistent with pre-op findings. The doctor was aware of continued impedances out of normal range involving therapy settings used for right dbs battery and they instructed to leave the dbs therapy on with no change to thera py settings. The issue was not resolved at the time of the report. Additional information was received: it was reported that the cause of the impedances were unknown. While in the or multiple impedance tests were performed and per the md the extension was dry and fully seeded inside the header. Impedances out of normal were consistent in preop impedances. The right-side ins was replaced, but the account had disposed of the previous ins so it wouldn¿t be returned for analysis. There were no further complications reported.